Event description:
A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. These have been no other complaints reported in the lot number. Add'l info has been requested on 11/04/2011, 11/16/2011, and 11/22/2011 by phone, fax and mail. A completed questionaire has not been received. (B)(4).